Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, an alleged leak was observed at the inflation hub of the pta balloon. Reportedly, the health care provider had difficulty deflating the balloon causing the sheath to accordion and the balloon to get stuck in the sheath. The sheath and balloon were removed as a single unit. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 300mm balloon. The distal end of the balloon was protruding out the distal end of the introducer sheath and was partially prolapsed over the distal tip. No anomalies were noted to the strain relief or the y-hub. The distal tip of the sheath was examined under microscopic magnification (10x) and was observed to be flared, which typically indicates retraction issues. The proximal portion of the introducer sheath was bunched in appearance. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and passed without issue. The balloon was unable to be retracted through the introducer sheath. The strain relief was removed from the y-hub and a partial circumferential catheter shaft break was noted near the distal end of the y-hub. The catheter break was examined under microscopic magnification (10x) and the edges of the break were jagged. Sanding marks were noted on the catheter at the location of the break. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, resulting in the reported leak. The investigation is confirmed for introducer sheath retraction problems due to the condition of the returned sample (i.e. Balloon received inside introducer sheath and the sheath tip was flared). The investigation is inconclusive for deflation issues, as functional testing could not be performed due to the poor sample condition. Excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. It is likely that the leaking from the partial break contributed to the deflation and retraction issues. Labeling review: the current ultraverse 035 pta catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, an alleged leak was observed at the inflation hub of the pta balloon. Reportedly, the health care provider had difficulty deflating the balloon causing the sheath to accordion and the balloon to get stuck in the sheath. The sheath and balloon were removed as a single unit. There was no reported patient injury.